Event description:
It was reported that the right monitor on the 9800 system did not power up, when the system was booted up. System was being set up, when this was identified. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. A replacement monitor has been ordered. Once the monitor is replaced, it is believed that the 9800 system will perform as expected and the issue will be resolved. If additional information is received, that identifies additional issue, they will be reported as required.